Event description:
It was reported that, as per dr (B)(6) office, this pt is experiencing difficulties with their hip implant and has had blood tests and MRI. It was reported that, rejuvinate revision. Blood serum ion level was elevated.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR #2249697-2012-01915.